Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (f1529905) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that the user shuttled down completely, however, the mynx vascular closure device failed to deploy. Significant resistance was not felt when shuttling down. Unusual force was not applied when retracting sheath. Manual compression was applied for 30 minutes or less. The patient's outcome was described as fine and hospitalization was not prolonged as a result of the mynx event. Procedure type: diagnostic sheath size: 5f.